Event description:
The pt contacted lifescan alleging that her one touch basic enhanced meter would not power on. The pt attempted to test with the reported meter on wednesday evening, while feeling faint and nauseated; the meter did not power on. She took no action to affect her blood glucose level following attempted use of the product and she received no medical attention. The pt stated that the meter was old. However, information was not provided regarding when the pt had last tested with the meter prior to the time of concern. Further, no information was providing regarding the pt's diabetes treatment regimen or her treatment actions prior to the time of concern. Therefore, there is insufficient information to indicate that the product contributed to the experiencing injury. The customer care representative confirmed that the pt replaced the meter battery and the meter still did not power on. Based on the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and test strips were replaced.